Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred during a bolus. Reportedly, the cartridge was cracked. There was no reported impact to customer's blood glucose. Customer loaded a new cartridge to address the event and insulin delivery was resumed.